Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater that 125 ohms in all three vectors. Sensing was appropriate, however rv pacing thresholds had slightly increased to 1.2 v. A boston scientific technical services consultant recommended testing the integrity of the system by performing a 1.1 joule and max energy shock. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated there was no intervention planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was tested with the programmer and a low voltage shock impedance test returned an impedance measurement of 51 ohms. The clinical observations of the high shock impedance measurements were not confirmed. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported pacing therapy. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated the device displayed two fault codes approximately one year ago, but the patient had been lost to follow-up. One of the fault codes reported was code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. A replacement procedure was performed and the device was explanted. The device is expected to be returned for analysis.